Manufacturer narrative:
A customer reported that their AED will not power on but powered on with a spare battery pack. The customer stated no pads attached. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. During the AED's automated self-test, the AED would have identified that the pads were not connected and attempted to alert the user by flashing its red asi and chirping. The AED would continue to chirp and flash until the AED's condition is addressed or the battery pack becomes completely depleted. The cause of the AED not powering on was related to a failure to set-up the AED and maintain the battery pack.

Event description:
The customer reported that the AED will not power on. The customer stated no pads are attached. The AED powered on with a spare battery pack. They did not report that this event occurred during patient use.